Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation system error 2240 (air in line) and system error 2367, this situation occurred during dwell 2 of 5. The technical service representative (tsr) assisted the home patient (hp) to cycle power and the hc alarmed system error 2367. The tsr had the hp cycle power again and the alarm cleared. The tsr advised the hp to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was loose connection, which is a use error. The label review found the labeling adequate for the use error in this complaint.